Event description:
At the post op visit on (B)(6)2010, it was noted that p-wave measurements had decreased to 0.2 mv. A chest x-ray found that the atrial lead had dislodged. On (B)(6)2010, the lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.